Event description:
A company representative reported that the thread is broken off of an aleutian tlfi ii straight inserter inner shaft. The reported event was noted after surgery. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
The device was not returned for evaluation. Device history records and complaint history could not be reviewed without either the device or a valid lot number. A root cause cannot be established with the limited information made available to stryker. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
A company representative reported that the thread is broken off of an aleutian tlfi ii straight inserter inner shaft. The reported event was noted after surgery. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Sections d and h have been updated to reflect return and inspection of the device.

Event description:
A company representative reported that the thread is broken off of an aleutian tlfi ii straight inserter inner shaft. The reported event was noted after surgery. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.